Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient had a loss of stimulation on their right side. High impedances were noted to be on electrodes 3, 4, 6, and 7. There are no known factors that may have led to the issue. The patient was reprogrammed to get adequate coverage. It was stated that the leads are retrograde sacral placement. The patient¿s issue was resolved at the time of the report. No further complications were reported or anticipated. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.